Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient received the message "replace generator" on the patient controller. Company manufacturer were unable to connect with external devices and ipg was found to be inoperable. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction a4: patient weight was updated. Correction e1: physician and facility name updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.